Event description:
Boston scientific crm received information that this device exhibited continuous beeping tones. The patient reported that he had undergone an unrelated procedure, where defibrillation therapy was suspended. Upon interrogation of the device, a magnet warning screen was observed and a memory dump was submitted to technical services. It was further reported that the beeping had ceased due to programming, which re-enabled therapy. Memory analysis will be performed. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the device remains in service. The patient recently requested financial compensation for lost time, fear, cost of medical treatment, stress and anxiety. The patient noted they had been working with an attorney but did not want to pursue formal litigation and instead wanted a small settlement directly from the company. There is no additional information available. If additional information becomes available the event will be updated. The device was explanted for elective replacement approximately three years and six months later. There were no additional allegations against the product. Upon receipt at our post market quality assurance laboratory, analysis confirmed that the reed switch was stuck, which caused the continuous beep tones that was observed clinically. Boston scientific has observed similar device behavior and has conducted an investigation to determine the cause. Our investigation has determined that this behavior is attributed to a component issue, which can cause the reed switch to stick following exposure to a magnetic field. As a result, process changes have been implemented to correct the issue and improve the reliability of the reed switch functionality and an advisory was communicated worldwide in 2010.